Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at t: lock. The infusion set was in use for 3 days. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013169, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013169 was manufactured according to the work instruction (wi) version 123 in the line li 101/inset 9, on 09/may/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The sub-assembly: gluing of tubing. The lot 5b04652 was manufactured according to the version 67 and manufactured in the machine sp0t 1, on 03/apr/2025, with a total of (B)(4) units. The lot 5e00034 was manufactured according to the form version 3 and manufactured in the machine sc02, on 03/may/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.